Event description:
It has been reported that one bd phaseal optima injector (n35-o) has been found with a loose injector during use. The following has been provided by the initial reporter: it was reported that patient was receiving an infusion, when the injector became disconnected from the IV tubing which resulted in a spill and back flow of blood. Event description states, "patient was receiving an infusion, when the injector became disconnected from the IV tubing which resulted in a spill and back flow of blood." "IV tubing not luered on tight enough to injector to prevent it from disconnecting".

Manufacturer narrative:
Product grid updated with MFR site. The following information has been updated: d.3. Medical device manufacturer: becton dickinson, s.a. G.1. Manufacturing location: becton dickinson, s.a. H3 other text : see h.10.

Manufacturer narrative:
Investigation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for lot 1807712, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Three retained samples of the same lot were used for additional evaluation. The product was visually inspected and no defects were identified. Functional testing was performed, connecting the injector to a sample syringe, protector and vial according to the instructions for use. In all cases the product functioned properly, and no issues were observed. The blue portion of the injector hub must be held when connecting to a luer lock compatible device and ensure all connections are securely tightened. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time.

Event description:
It has been reported that one bd phaseal optima injector (n35-o) has been found with a loose injector during use. The following has been provided by the initial reporter: it was reported that patient was receiving an infusion, when the injector became disconnected from the IV tubing which resulted in a spill and back flow of blood. Event description states, "patient was receiving an infusion, when the injector became disconnected from the IV tubing which resulted in a spill and back flow of blood." "IV tubing not luered on tight enough to injector to prevent it from disconnecting."

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd phaseal optima injector (n35-o) has been found with a loose injector during use. The following has been provided by the initial reporter: it was reported that patient was receiving an infusion, when the injector became disconnected from the IV tubing which resulted in a spill and back flow of blood. Event description states, "patient was receiving an infusion, when the injector became disconnected from the IV tubing which resulted in a spill and back flow of blood." "IV tubing not luered on tight enough to injector to prevent it from disconnecting."